Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the use of a expel ureteral stent system the proximal loop would not form . Every time the string was pulled to remove it, it would pull the tip of the pigtail and therefore straighten out. Eventually the stent migrated.